Manufacturer narrative:
Details of complaint: the customer reported that this unit displayed a gas device failure error message. The unit was not in patient use at the time. Investigaton summary: the device was returned for evaluation. During testing of the device, the reported issue was duplicated. The root cause was determined to be wear and tear of the pump assembly. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/04/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 09/08/2025. I called frank to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for frank to call me back with this information. Attempt # 3: 09/10/2025. I called frank to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for frank to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H3 device evaluated by manufacturer?. H11 additional manufacturer narrative.

Event description:
The customer reported that this unit displayed a gas device failure error message. The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported that this unit displayed a gas device failure error message. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this unit displayed a gas device failure error message. The unit was not in patient use at the time.